Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: remes, v. Md, phd, et al (2004). Cotrel-dubousset (cd) or universal spine system (uss) instrumentation in adolescent idiopathic scoliosis (ais) - comparison of midterm clinical, functional, and radiologic outcomes. Spine, volume 29, number 18, pp 2024-2030. (B)(4). This report is for an unknown quantity of a uss hook with an unknown part and lot number. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: remes, v. Md, phd, et al (2004). Cotrel-dubousset (cd) or universal spine system (uss) instrumentation in adolescent idiopathic scoliosis (ais) - comparison of midterm clinical, functional, and radiologic outcomes. Spine, volume 29, number 18, pp 2024-2030. Between 1987 and 1990, patients with ais were surgically treated by 3 senior orthopedic surgeons at the authors¿ hospital with cd instrumentation and posterior spondylodesis. Between 1993 and 1996, patients with ais were surgically treated at the same hospital with uss instrumentation and posterior spondylodesis, by 2 of the 3 aforementioned senior orthopedic surgeons. The study was carried out from january 2000 to april 2002 for the cd group and from january to june 2003 for the uss group. Participation in the study included: 57 patients in the cd and 55 in the uss instrumentation groups. Average age at the time of operation = 15.4 years (ranging 11.9¿22.2 years) in the cd group; 15.3 years (ranging 11.5¿24.3 years) in the uss group. Average follow-up time was 13.0 years (ranging 11.2¿15.0 years) in the cd group and 7.8 years (ranging 6.1¿10.5) in the uss group. In the uss instrumentation group, special pedicle hooks with fixation screws were used in all patients. In addition, pedicle screws were used at the distal end of the construct instead of hooks in 23 patients. Spondylodesis (spinal fusion) included decortication of the laminae, facet joint cleaning, and the use of autogenic bone strips from the posterior iliac wing in all patients in either group. Patients were mobilized on the second or third postoperative day with no external support in both groups. Intravenous antibiotics administered to the uss group during induction of anesthesia and 3 times intravenously during the first postoperative day. Note: those with suspected cephalosporin allergy received IV antibiotics twice a day x2days. The patients underwent a systematic physical examination at the final follow-up visit. Standing posteroanterior and lateral radiographs of the whole spine were taken before surgery, 2 years after surgery, and at the final follow-up visit. Immediate postoperative radiographs were not included in the study. This is report is for an unknown uss system: hook with an unknown quantity, part number and lot number and includes the following complications: dislodged caudal hook = 3. This report is 2 of 3 for (B)(4).